Event description:
It was reported that the patient with this neurostimulator had their device explanted due to an active infection. The physician to assessed and discovered open lesions and sores near the battery and lead insertion site. The patient was doing well after their procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).